Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 65 mg/dl, 245 mg/dl, 192 mg/dl, 43 mg/dl and 39 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. Reported disconnected and declined providing any additional info such as his address and so no product was returned for evaluation, nor was replacement product sent.